Event description:
Plaintiff alleges being diagnosed as suffering from type-1 latex allergy and suffered from, inter alia, hand dermatitis, hand sores, hives, wheezing, numbness and tingling of lips and tongue and tightness in throat. In addition, plaintiff alleges she must live her life in constant vigilance for the presence of latex products and suffered severe emotional distress as well as loss off her earnings and earning capacity. Plaintiff's husband, alleges loss of consortium of his wife.